Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A female patient was diagnosed with iritis and conjunctivitis by an internist in 2006, while using renu with moistureloc multi-purpose solution. The internist stated that one month prior, the patient began to experience blurry vision and thick discharge/film over her eyes. The patient was prescribed ciprofloxacin, ocuflox and optivar, and was referred to an ophthalmologist. Nine days later, the patient presented to an emergency room following complaints of bilateral moderate eye irritation occurring for 2 weeks. She was diagnosed with conjunctivitis and was advised to continue ciprofloxacin. She was discharged from the ER after about 2 hours. The patient returned to another physician three days later, and was again diagnosed with conjunctivitis and treated with ciloxan. She returned the following month, with no improvement. At that time, she was using elestat allergy eye drops. She was then diagnosed with allergic conjunctivitis and prescribed alrex. The patient was advised to call the physician if symptoms had not improved.